Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, once the right ventricular (rv) lead was connected to the newly implanted device, shock impedance measurements were greater than 200 ohms. Ultimately, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.